Event description:
The customer reported intermittent communication error codes on the 9800 system. No patient injury was reported.

Manufacturer narrative:
The service rep upgraded the system with the new single board computer kit. No patient injury was reported.